Event description:
The device separated into two pieces when it was being removed at the end of the case. The surgeon retrieved the second piece and finished the procedure without incident. The pt is in good condition and there were no adverse outcomes.